Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer, via a tolling agreement, and described the occurrence of neurological injuries in a male patient who received super poligrip denture adhesive cream (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip (dental) at unknown dosing. At an unknown time after starting super poligrip, the patient experienced neurological injuries due to the ingestion of super poligrip. At the time of reporting, the outcome of the event was unknown. Follow up information was received on (B)(4) 2011, via medical records. On (B)(6) 2008, the patient was seen by neurology. The patient used a borrowed loaner scooter and a wheelchair at home. The patient was seen as a second opinion neurology visit, originally on (B)(6) 2006, by an associate. The impression was that the patient had a myelopathy occurring within the context of also evidence of a peripheral neuropathy. Extensive workup to address a potential underlying cause was negative. A series of magnetic resonance imagings (mris) showed deep white matter and spinal cord abnormalities of unclear underlying etiology. Since last seen in 2006, there had been no significant change in his symptoms. Impression included a neurodegenerative disease of unclear etiology. It had been reasonably stable. The patient was specifically told that he did not have adrenal leukodystrophy. On (B)(6) 2010, zinc level was 227 (normal 60 to 130 mcg/dl) and copper level was less than 20 (normal 70 to 175 mcg/dl). Incidentally while hospitalized from (B)(6) 2010, with bilateral lower lobe pneumonia, the patient was diagnosed with severe iron deficiency anemia and was started on folic acid and venofer. It was further noted the patient had a neuromuscular disorder that had been going on for the past six years. The patient had been bed bound and wheelchair bound for the past six years, but the neuromuscular disorder had rapidly progressed over the last month. The patient had bowel and bladder incontinence. He was brought to the emergency room (ER) for mental confusion for the past two days. The patient became unresponsive in the emergency room and was intubated due to respiratory failure. The patient was noted to have a history of adrenal leukodystrophy.